Event description:
Report received of an overdelivery of narcotic. The pump was set to deliver morphine sulfate 1mg/ml in the pca only mode with a loading dose of 5ml, a pca dose of 1ml, a 6-min lockout and a 1-hr limit of 10ml. The container size was 100ml. The physician's orders were to increase pca dose to 1.5ml and the 1-hr limit to 15ml, if no pain relief. The infusion was initiated at 1:30pm. At 5:30pm, the pt received a loading dose of 5ml. At 9:12pm, the pt complained of increased pain rating the discomfort 8 on a scale of 1-10. The clinician initiated a change in programming and the pt was given another loading dose of 5ml. At 9:20pm, the clinician increased the pca rate to 1.5ml and changed the container size to 85ml. It was reported that in the process of increasing the dosage, the clinician inadvertently changed to the continuous plus pca mode at 10ml/hr with the pca of 1.5ml. At 10:34pm, the shift total indicated delivery of 32.7ml since the infusion was initiated. This included 13 pca demands with 11 successful deliveries. The pump totals were cleared at that time and the infusion was resumed. The pt requested and received a 1.5ml bolus fose at 11:03pm. The pump alarmed empty container at 1:04am the following day, the pt's status was not reported. The pt was found unresponsive at 1:30am. The reporter stated that "the display indicated 68.5mg had delivered in 3 hrs, with 18 ml remaining in the bag". The pt was given an unspecified dose of narcan and transferred to recovery for observation. The pt recovered without adverse sequelae. Although requested, no additional info was provided.